Manufacturer narrative:
P-cap locked in place properly during testing. No reservoir damage noted. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms around the time of the customer's call. During testing, no relevant alarms were noted. . The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 89.0 received the low battery alert (104) on 10/06/2025 14:00:00 after more than 7 days at 12.95 days. Battery cycle 88.0 received the low battery alert (104) on 09/23/2025 13:40:00 after more than 7 days at 12.46 days. Battery cycle 86.0 received the low battery alert (104) on 09/10/2025 16:54:00 after more than 7 days at 12.41 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations of reservoir unable to lock into place were not confirmed when p-cap locked properly into place during testing. Customer allegations of no delivery anomaly were not confirmed when no relevant alarms were noted during testing or in adapt. However, customer allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was rejecting the new batteries, the reservoir was loose, received unexplained no delivery alerts, and the pump casing had a crack down the middle of the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-876a, mmt-332a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-876a. No product return is required for mmt-332a. No product return is required for mmt-1880.